Event description:
It was reported that a medical intervention has been executed. Surgeon was looking to resurface patella in hope of decreasing anterior knee pain. Then, revision was performed and surgeon open up via previous incision. Inspected knee and was happy with implants. Measured and respected appropriate amount of patella and resurfaced patella. Patella tracking well.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the undated/unidentified provided radiological image is a pre-revision lateral image which shows the un-resurfaced patella but does not indicate a reason for the reported increased anterior knee pain with activity. It was communicated that the surgeon was happy with implant position upon inspection, proceeded with patellar resurfacing, and does not fault the implants, as the ¿patient (was) diagnosed with rheumatoid arthritis and this seems to coincide with current condition¿. No components were explanted. In conclusion: the reported diagnoses of ra in addition to a non-resurfaced patella during the primary tka are most likely the contributing factors to the reported pain. The patient impact beyond the reported symptoms, patellar resurfacing, and expected brief convalescence period cannot be determined. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.